Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tridentii tritanium cluster54e; cat#702-04-54e; lot#60851601 6.5mm low profile hex screw 30mm; cat#7030-6530; lot#b2na size 4 accolade ii 127 deg; cat#6721-0435; lot#60178102 delta v-40 ceramic head 36/-5; cat#6570-0-036; lot#60657802. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
It was reported that patient's right hip was revised due to infection.